Event description:
The customer reported that while pipetting an hiv I/ii plate on summit the tech observed that all sample barcode ids in row f were scanned twice. No error code was generated. No death or serious injury was associated with this complaint.